Event description:
Boston scientific received information that since the device change out procedure, there has been oversensing of noise on the right ventricular (rv) lead leading to pacing inhibition with an unknown duration of asystole and inappropriate ventricular tachycardia (vt) episodes. The patient is pacemaker dependent but does have an intermittent underlying rhythm of around 34 bpm. Thresholds have continued to increase and during threshold testing the patient becomes symptomatic. The sensitivity was reprogrammed to maximum. A fracture is suspected but has not been confirmed. Due to the patient's age the physician has opted not to perform any additional testing or interventions.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv lead was surgically abandoned during a change out procedure for normal battery depletion. A new rv lead and pacemaker were successfully implanted. No additional adverse patient effects were reported.